Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual examination revealed that the bag had a tiny particle embedded in the bag material. The particle did not detach from the bag upon being rubbed. The cause of the condition was determined to be an issue from an external supplier. The external supplier is no longer being utilized. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An infrared spectroscopy scan was performed on the particle in order to try and establish the type of material of the particle, but due to the very small size of the particle, the scan result was inconclusive and type of material was not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrastab bag had particulate matter. The reporter stated that a particle appears to have been molded in the material of the bag. There was no patient involvement. No additional information is available.